Manufacturer narrative:
This report is submitted on march 10, 2017.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017 due to chronic middle ear infection and cholesteatoma. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on march 24, 2017.